Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4). Which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Physical damage- 02/17/2020 08:26:05 crisleivy pena (crpena) npi confirmed by nelson morales// nelson.morales@hhchealth.org. Po#2000689589 approved for $579. Iui- corrosion damaged/cracked in handle,barrel clamp assy,case rear,flange gripper,syringe top disk holder flange gripper- wiper seal damaged carriage assy- tube drive bent there was no patient involvement.